Event description:
It was reported that a system error 2240 (air in set) alarm occurred during fill two of peritoneal dialysis therapy on the home choice (hc) device. The home patient was connected at the time of the event. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative assisted the patient in clearing alarm and new supplies were used to start therapy over. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.